Event description:
It was reported that the ventricular lead exhibited high thresholds of 3.25 v at 0.75 ms. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.